Manufacturer narrative:
Additional information was received indicating correct lot.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the "trocar valves worked as if they were without valve" during vitreoretinal procedures. There was no patient harm. Additional information and product sample was requested for this report.

Manufacturer narrative:
Four unopened trocar hub and cannula assembly trays were received for evaluation. A device history record for reported lot was conducted. The product was released in accordance with all product acceptance criteria. The returned sample was visually inspected and were found to be nonconforming with septums that did not close after being removed from the blade. The root cause could not be identified. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
(B)(4).